Manufacturer narrative:
(B)(4). D10: item# 47493501203; lot# unknown. E1: full establishment name - (B)(6). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a zps system approximately one (1) year and seven (7) months ago as part of a clinical study. Subsequently, the patient underwent revision/removal of the screw on approximately six (6) months post-implantation due to screw fracture. During the revision, the distal portion of the screw was left in the tibia as standard practice and the proximal part was removed. The patient reported ongoing pain, swelling, and discomfort in the ankle and underwent arthroscopic debridement six (6) months after that. The event is reported to not be resolved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.